Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto the tissue but failed to release from the catheter. Reportedly, the catheter together with the clip was then pulled out from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event.